Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis suspected, fever, and vomiting in a male patient (age not reported) subsequent to receiving extraneal viaflex therapy (lot numbers 10h19g37, 10e17g38, 10c05g37, and 10g22g40) intraperitoneally (ip) during peritoneal dialysis (pd) for end stage renal disease (esrd). In (B)(6) 2009, the patient began treatment with extraneal viaflex therapy (dose and frequency were not reported). On (B)(6) 2010, the patient had a peritoneal effluent analysis that revealed a leucocyte count of <10 cells/mm*3, and a peritoneal effluent culture showed no growth. The patient was diagnosed with sterile peritonitis suspected to be of moderate severity manifested by fever, vomiting, abdominal pain, and cloudy effluent. On (B)(6) 2010, the patient was hospitalized. Additionally, a stool culture revealed norovirus. On an unreported date, the patient began treatment with vancomycin and ceftazidime ip (dosages and frequencies were not reported). On an unreported date, extraneal viaflex therapy was interrupted. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, the sterile peritonitis resolved, and extraneal viaflex therapy was re-started. The sterile peritonitis did not recur. It was unknown whether the fever and vomiting resolved. Medical history included end stage renal disease, hajdu-cheney syndrome (coded as acroosteolysis),and chronic kidney disease (ckd). Concomitant medications included "regular maintenance therapy for ckd". The reporter believed the sterile peritonitis suspected was related to extraneal viaflex therapy, and also provided an alternative diagnosis of gastroenterocolitis.